Manufacturer narrative:
H.10: a technician was dispached to the facility and could reproduce an error code associated to the patient pump. When trying to turn it manually, the pump was not rotating freely. The patient pump was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The issue was most likely caused by environmental conditions in which the pumps operate. Water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase may led to bearing damage not allowing the pump the rotate freely.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). No further information is currently available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t patient circuit two was not pumping and showing an unknown error code during procedure. There was no report of patient injury.